Event description:
A physician reported a pt with a multiple treatment history since 1975. On 10/5/98, the pt was treated in the upper vermilion border. On 10/15/98, the pt called to report lumpiness in the upper vermilion border. The physician advised her to massage the area. When the pt returned on 10/22/98, there was puffiness in the upper vermilion border. No intervention was prescribed that day. On 11/4/1998, the physician administered intralesional kenalog to the treatment sites. The pt returned on 12/10/98 with persistent symptoms. The physician diagnosed a hypersensitivity to collagen and gave add'l intralesional kenalog.